Manufacturer narrative:
Age at the time of event: 18 years or older. (B)(4).

Event description:
It was reported that balloon rupture occurred. The target lesion was located in the kidney. A10.0x80, 75cm mustang¿ balloon catheter was advanced for dilation. However, during the first inflation at 10 atmospheres, the balloon ruptured. The device was completely removed from the patient. The procedure was completed using a same size balloon catheter. No patient complications were reported and the patient's status was stable.

Manufacturer narrative:
Device evaluated by MFR: the device was returned for analysis a visual examination of the returned device identified a longitudinal tear in the balloon. The tear stretched from 4mm distal to the distal edge of the distal markerband and the tear stretched proximally along the balloon for a total length of 60mm. A visual and microscopic examination found no damage to the markerbands which could have contributed to the complaint incident. A visual and tactile examination found no kinks or damage along the shaft of the device. No other issues were noted with the device. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical/procedural factors. (B)(4).

Event description:
It was reported that balloon rupture occurred. The target lesion was located in the kidney. A10.0x80, 75cm mustang¿ balloon catheter was advanced for dilation. However, during the first inflation at 10 atmospheres, the balloon ruptured. The device was completely removed from the patient. The procedure was completed using a same size balloon catheter. No patient complications were reported and the patient's status was stable.